Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the during the procedure on (B)(6) 2010, the patient was implanted with one promus stent. On (B)(6) 2011, the patient was reported to be experiencing ischemia and a myocardial infarction. There was no report of treatment at the time of the event. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported ischemia and myocardial infarction are listed in the promus instructions for use as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.